Event description:
It was reported that it was revised a gen ii tibial baseplate and polyethelene insert for aseptic loosening. Patient injuries were not reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a second revision rt tka, due to reported aseptic loosening, approximately 9 years post first revision. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. As device batch information was not made available, device history record review cannot be completed. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of risk management files and the instructions for use found that the reported failure was documented appropriately. A medical analysis noted that two undated x-rays and a summarized operative report from the first revision have been provided. The x-ray shows a radiolucency around the tibial post. However the date of the x-ray is undated, therefore it is unknown if this was taken prior to the first or second revision. No additional information or relevant clinical documentation has been provided for the current revision. Some potential causes could include but are not limited to traumatic injury, abnormal motion over time, poor bone ingrowth or patient conditons. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.